Event description:
Customer reported via phone call that the experienced high blood glucose over 400 mg/dl. Customer stated that the infusion set cannula did not insert in the skin. Customer treated with the insulin pump. Customer declined troubleshooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.